Event description:
Customer states, the device failed. Defib test/opcheck. No pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.